Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number unknown, a sample evaluation could not be completed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a customer observed particulate matter while performing peritoneal dialysis therapy. The patient was connected at the time of the event, which occurred during initial drain. During troubleshooting, it was reported there was a pink tinge in the patient line and something that appeared to be a speck of dirt. The technical service representative advised the patient to contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.